Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: perforated uterus / perforation (uterus)") and pelvic pain ("severe chronic pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient was 205 lbs. Concurrent conditions included overweight, diabetic retinopathy since 2007, renal disease since 2011 and lupus erythematosus systemic since 2017. On (B)(6) 2009, 20 days before insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"), migraine ("worsening of her migraines") and allergy to metals ("allergy to nickel/ allergy to metals"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ severe joint pain"), uterine pain ("uterine pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), inflammation ("inflammation"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), breast pain ("mastalgia"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), blood disorder ("other blood disorders"), skin mass ("skin bumps"), dry skin ("dry skin"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment (""forgetfulness""), paraesthesia ("tingling"), headache ("worsening of her headaches"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight decreased ("weight loss"), uterine leiomyoma ("uterine fibroids"), nausea ("nausea"), food allergy ("food allergies"), multiple allergies ("other allergies"), anaemia ("anemia"), tooth disorder ("dental problems") and abdominal pain ("chronic abdominal pain"). The patient was treated with ibuprofen, cyclobenzaprine, steroid injection, surgery (bilateral salpingectomy on (B)(6) 2015) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, tooth disorder and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, inflammation, ovarian cyst, hot flush, night sweats, mood swings, loss of libido, breast pain, vaginal infection, dyspareunia, anxiety, rash, erythema, blood disorder, skin mass, dry skin, dizziness, feeling abnormal, memory impairment, paraesthesia, migraine, headache, blister, pruritus, alopecia, fatigue, weight increased, weight decreased, uterine leiomyoma, nausea, allergy to metals, food allergy, multiple allergies and anaemia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, blister, blood disorder, breast pain, dental caries, dizziness, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, inflammation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, nausea, night sweats, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin mass, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, some of patient's symptoms have resolved, though many of her symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. Events genital bleeding, vaginal bleeding, perforated uterus, tooth disorder,abdominal pain were added. Lab data updated. "Concomitant" & historical condition & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: perforated uterus / perforation (uterus)") and pelvic pain ("severe chronic pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient was 205 lbs. Concurrent conditions included overweight, diabetic retinopathy since 2007, renal disease since 2011 and lupus erythematosus systemic since 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 11 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"), migraine ("worsening of her migraines") and allergy to metals ("allergy to nickel/ allergy to metals"). In july 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ severe joint pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), inflammation ("inflammation"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), breast pain ("mastalgia"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), blood disorder ("other blood disorders"), skin mass ("skin bumps"), dry skin ("dry skin"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), paraesthesia ("tingling"), headache ("worsening of her headaches"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight decreased ("weight loss"), uterine leiomyoma ("uterine fibroids"), nausea ("nausea"), food allergy ("food allergies"), multiple allergies ("other allergies"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), tooth disorder ("dental problems"), abdominal pain ("chronic abdominal pain") and swelling ("swollen"). The patient was treated with ibuprofen, cyclobenzaprine, corticosteroids for systemic use, surgery (bilateral salpingectomy on (B)(6) 2015) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, tooth disorder, abdominal pain and swelling outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, inflammation, ovarian cyst, hot flush, night sweats, mood swings, loss of libido, breast pain, vaginal infection, dyspareunia, anxiety, rash, erythema, blood disorder, skin mass, dry skin, dizziness, feeling abnormal, memory impairment, paraesthesia, migraine, headache, blister, pruritus, alopecia, fatigue, weight increased, weight decreased, uterine leiomyoma, nausea, allergy to metals, food allergy, multiple allergies and anaemia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, blister, blood disorder, breast pain, dental caries, dizziness, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, inflammation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, nausea, night sweats, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin mass, swelling, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, some of patient's symptoms have resolved, though many of her symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media hot flashes ,nausea. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New event added- swollen. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: perforated uterus / perforation (uterus)') and pelvic pain ('severe chronic pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic skin reaction (new outbreaks and ulcerations), insulin-dependent diabetes mellitus, chronic kidney disease stage 3, asthma, c-section, knee arthroscopy, cataract extraction, hysteroscopy, d & c, fallopian tube cyst, diabetes mellitus, heart disease, unspecified, blood pressure high and stroke. Current weight of patient was 205 lbs. Concurrent conditions included lupus erythematosus systemic since 2017, renal disease since 2011, diabetic retinopathy since 2007, overweight, dermatitis due to metals, cholecystitis chronic (cholecystectomy.), biliary dyskinesia, ovarian enlargement and cyst ovary. The patient also had a family history of diabetes mellitus (mother), heart disease, unspecified (mother), blood pressure high (mother and sibling) and stroke (sibling). Concomitant products included alprazolam since (B)(6) 2012, cefixime (flexeril) since (B)(6) 2012, insulin aspart (novolog) since (B)(6) 2010, promethazine since (B)(6) 2010, salbutamol (albuterol hfa) since 2003 and tramadol since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"), migraine ("worsening of her migraines") and allergy to metals ("allergy to nickel/ allergy to metals"), 11 days after insertion of essure. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ severe joint pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), inflammation ("inflammation"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), breast pain ("mastalgia"), vulvovaginal mycotic infection ("chronic vaginal infections / chronic yeast infection") with vaginal discharge, anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), blood disorder ("other blood disorders"), skin mass ("skin bumps"), dry skin ("dry skin"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), paraesthesia ("tingling"), headache ("worsening of her headaches"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), nausea ("nausea"), food allergy ("food allergies"), multiple allergies ("other allergies"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), tooth disorder ("dental problems"), abdominal pain ("chronic abdominal pain") and swelling ("swollen") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("uterine fibroids"). The patient was treated with cocos nucifera oil (coconut oil), corticosteroids for systemic use, cyclobenzaprine, fluconazole (diflucan), ibuprofen, extraction of teeth and surgery (bilateral salpingectomy on (B)(6) 2015 and underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, tooth disorder, abdominal pain and swelling outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, inflammation, ovarian cyst, hot flush, night sweats, mood swings, loss of libido, breast pain, vulvovaginal mycotic infection, dyspareunia, anxiety, rash, erythema, blood disorder, skin mass, dry skin, dizziness, feeling abnormal, memory impairment, paraesthesia, migraine, headache, blister, pruritus, alopecia, fatigue, weight increased, weight decreased, uterine leiomyoma, nausea, allergy to metals, food allergy, multiple allergies and anaemia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, blister, blood disorder, breast pain, dental caries, dizziness, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, inflammation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, nausea, night sweats, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin mass, swelling, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, some of patient's symptoms have resolved, though many of her symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media : hot flashes ,nausea, vulvovaginal mycotic infection concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, heavy menstrual bleeding, left-sided abdominal pain. Amendment: the report was amended for the following reason: patient problem code and device problem code were added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: perforated uterus / perforation (uterus)') and pelvic pain ('severe chronic pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic skin reaction (new outbreaks and ulcerations), insulin-dependent diabetes mellitus, chronic kidney disease stage 3, asthma, c-section, knee arthroscopy, cataract extraction, hysteroscopy, d & c, fallopian tube cyst, diabetes mellitus, heart disease, unspecified, blood pressure high and stroke. Current weight of patient was 205 lbs. Concurrent conditions included lupus erythematosus systemic since 2017, renal disease since 2011, diabetic retinopathy since 2007, overweight, dermatitis due to metals, cholecystitis chronic (cholecystectomy.), biliary dyskinesia, ovarian enlargement and cyst ovary. The patient also had a family history of diabetes mellitus (mother), heart disease, unspecified (mother), blood pressure high (mother and sibling) and stroke (sibling). Concomitant products included alprazolam since (B)(6) 2012, cefixime (flexeril) since (B)(6) 2012, insulin aspart (novolog) since (B)(6) 2010, promethazine since (B)(6) 2010, salbutamol (albuterol hfa) since 2003 and tramadol since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"), migraine ("worsening of her migraines") and allergy to metals ("allergy to nickel/ allergy to metals"), 11 days after insertion of essure. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ severe joint pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), inflammation ("inflammation"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), breast pain ("mastalgia"), vulvovaginal mycotic infection ("chronic vaginal infections / chronic yeast infection") with vaginal discharge, anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), blood disorder ("other blood disorders"), skin mass ("skin bumps"), dry skin ("dry skin"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulnes"), paraesthesia ("tingling"), headache ("worsening of her headaches"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), nausea ("nausea"), food allergy ("food allergies"), multiple allergies ("other allergies"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), tooth disorder ("dental problems"), abdominal pain ("chronic abdominal pain") and swelling ("swollen") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("uterine fibroids"). The patient was treated with cocos nucifera oil (coconut oil), corticosteroids for systemic use, cyclobenzaprine, fluconazole (diflucan), ibuprofen, extraction of teeth and surgery (bilateral salpingectomy on (B)(6) 2015 and underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, tooth disorder, abdominal pain and swelling outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, inflammation, ovarian cyst, hot flush, night sweats, mood swings, loss of libido, breast pain, vulvovaginal mycotic infection, dyspareunia, anxiety, rash, erythema, blood disorder, skin mass, dry skin, dizziness, feeling abnormal, memory impairment, paraesthesia, migraine, headache, blister, pruritus, alopecia, fatigue, weight increased, weight decreased, uterine leiomyoma, nausea, allergy to metals, food allergy, multiple allergies and anaemia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, blister, blood disorder, breast pain, dental caries, dizziness, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, inflammation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, multiple allergies, nausea, night sweats, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin mass, swelling, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, some of patient's symptoms have resolved, though many of her symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media : hot flashes ,nausea, vulvovaginal mycotic infection concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, heavy menstrual bleeding, left-sided abdominal pain most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. Reporter information, treatment drug added. Event : chronic vaginal infection was updated to chronic vaginal infections / chronic yeast infection, meddra llt was updated to vaginal yeast infection no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), the first episode of arthralgia ("hip pain/ severe joint pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), inflammation ("severe inflammation off hand and feet"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), breast pain ("mastalgia"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), blood disorder ("other blood disorders"), skin mass ("skin bumps") , dry skin ("dry skin") , dizziness ("dizziness") , feeling abnormal ("brain fog"), memory impairment("forgetfulness") , paraesthesia("tingling") , migraine("worsening of her migraines"), headache("worsening of her headaches"), blister("blisters"), pruritus("itching") , alopecia("hair loss"), fatigue("chronic fatigue"), weight increased("weight gain") , weight decreased("weight loss"), uterine leiomyoma("uterine fibroids"), nausea("nausea") , allergy to metals("allergy to nickel/ allergy to metals"), food allergy("food allergies"), hypersensitivity("other allergies") and anaemia("anemia"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menorrhagia, dental caries, tooth loss, inflammation, the last episode of arthralgia, ovarian cyst, hot flush, night sweats, mood swings, loss of libido, breast pain, vaginal infection, dyspareunia, anxiety, rash, erythema, blood disorder, skin mass and dry skin was resolving. The reporter considered abdominal pain lower, anxiety, back pain, blood disorder, breast pain, dental caries, dry skin, dysmenorrhoea, dyspareunia, erythema, hot flush, inflammation, loss of libido, menorrhagia, mood swings, night sweats, ovarian cyst, pelvic pain, rash, skin mass, tooth loss, uterine pain, vaginal infection, the first episode of arthralgia , the second episode of arthralgia, dizziness, feeling abnormal, memory impairment, paraesthesia, migraine, headache, blister, pruritus, alopecia, fatigue, weight increased, weight decreased, uterine leiomyoma, nausea, allergy to metals, food allergy, hypersensitivity and anaemia to be related to essure. The reporter commented: since her removal surgery, some of patient's symptoms have resolved, though many of her symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.